Event description:
It was reported via repair work order that there was unintentional movement of the fowler section due to motion control board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.